Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient stated the cement leaked out of their endoprosthesis causing burns to their tissue. The patient outcome is currently unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - foreign: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.